Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: did the tissue pad become completely detached from the jaws? Yes. Did any piece fall into the patient? No. - it was noticed immediately and the device was closed trapping the teflon pad in the jaws of the instrument removing it from the patient.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during a conversion from gastric band to sleeve gastrectomy, the surgeon was back scoring with the device. The jaws were closed while back scoring. Heat built up in the jaws of the device and the white tissue pad melted off the clamp arm of the device. It was immediately identified. The device was removed with the melted white tissue pad. There was no patient consequence. A new device was opened to complete the procedure.

Manufacturer narrative:
(B)(4).additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.